Manufacturer narrative:
(B)(6). (B)(4). The intraocular (iol) lens was returned to our quality assurance laboratory for a visual inspection. The lens unit carton, lens case, and the directions for use and explanted lens were received. Inspection revealed that the lens had one (1) distorted haptic and appeared to have evidence of viscoelastic, which is consistent with a lens that has been handled. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been provided.

Manufacturer narrative:
Additional information from the health care professional indicated that there was a decentered intraocular lens in the right optic due to patient anatomy. The decentration issue was corrected, however, during the procedure the posterior capsule was torn and the haptic was bent. It is unclear if the bent haptic caused the capsular tear. No further information was provided.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that the intraocular (iol) lens was explanted during the implant surgery due to patient's anatomy which could not support the lens. The patient required an incision enlargement and sutures. The replacement, an anterior chamber lens, was implanted successfully.